Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported automated impella controller console failed to recognize a purge disc when transferring pump to a new console. A back console was used without any delay in purge solution being delivered to the device. The patient ultimately expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Visual inspection of the blue purge disk retainer was not fixed in place. The retainer was not attached on one side to purge unit ( as it was supposed to be) due to broken mounting post. Therefore, the purge disc detection would not be well-functioning. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.